Event description:
When attempting to remove catheter, balloon would not deflate. After attempting to remove for 30 minutes, urologist was called. To accomplish the removal of the catheter, the urologist had to insert a needle via the vagina to rupture the balloon. The catheter was inserted in the pt 8/17/97, removed 8/30/97 per the urologist and the pt went to surgery 9/2/97 for removal of small piece of foley balloon.